Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed in the middle of (B)(6) 2021. The procedure was done under local anesthesia. It was reported that a prostate biopsy was performed 60 days before the placement procedure. 80 days after the prostate biopsy, the patient started radiation therapy (rt). 110 days after the prostate biopsy, the patient was seen in urgent care for symptoms and given intramuscular(im) antibiotics. 112 days after the prostate biopsy, a computed tomography (CT) scan showed fluid collection surrounding spaceoar, which was considered an abscess. The patient was admited to the hospital and started on intravenous (IV) and oral antibiotics. 132 days after the prostate biopsy, a computed tomography (CT) scan was performed to guide aspiration of abscess. Aspiration was also performed to determine the nature of the infection. A computed tomography (CT) scan was performed again, 160 days after the prostate biopsy and it showed gas adjacent to spaceoar. 170 days after the prostate biopsy, the patient started hyperbaric oxygen therapy, in a bariatric chamber and still under treatment.